Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# unknown: product type accessory. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned for analysis but the analysis is currently incomplete.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) no anomaly with the ins. The returned ins passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient lost stimulation coverage on the right leg due to high impedances. An impedance check was done and the 8-15 lead showed high impedances. No environmental/external factors were reported. The lead and the ins were replaced. The issue was reported to be resolved. No further complications were reported.